Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. User error should be considered as the patient incorrectly set the basal rate.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: on (B)(6) 2014, the patient changed his pump settings in preparation for a scheduled medical procedure on (B)(6) 2014. On (B)(6) 2014, the patient had a blood glucose (bg) level of 559 mg/dl with blurred vision, polydipsia, and polyuria, and realized that he had inadvertently changed one of the basal segment rate settings to 0.00 when adjusting the pump on (B)(6) 2014. There is no indication of pump malfunction. This complaint is being reported because the patient experienced hyperglycemia related to the use error of incorrectly setting the basal rate.